Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the hcp moved the implant from the right side to the left and he flushed out the pocket. Rep stated there was a possible infection, thus hcp sent for culture. Rep stated the patient didn't even fill the antibiotics prescription she was supposed to take for 2 weeks after surgery. The rep believed there may have been a language barrier that might have caused misunderstanding. A possible infection at pocket site was reported. No further complications were reported/anticipated.